Event description:
It was reported to philips that the device failed to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device and determined that the suite pc could not be powered on. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up and the system monitors were black. Functional testing by the fse also found that the suite pc cannot start up properly. The fse checked the system logfiles and power cycled the device, then disconnected the hospital power supply and powered it on again to reset the device. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.